Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the estimated longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased 17% within six months. This device is included in the sq-rx 1010 shortened replacement time advisory population originally communicated on (B)(6) 2018. The device was explanted and replaced without incident.